Event description:
Patient with prior history of coronary artery disease and CABG x1 six years ago. Patient also has a history of hypertension and hypothyroidism. Patient had a ce "carpentier" perimount pericardial mitral valve 29mm placed six years ago. No manufacture identified, but thought to be edwards life sciences. Able to later confirm through edwards that the numbers in the record match the numbers for their mitral valve. Device was placed six years ago. Patient was doing well with the device until just recently. He began having shortness of breath and was admitted to the hospital. He was taking the following medications at home: vytorin, levothyroxine. Recent echocardiogram (prior to explantation of the device) revealed mean gradient of 23mm hg across the mitral valve. Valve was removed last month in the operating room. Transesophageal echocardiogram done intra-operatively showed severe mitral stenosis and moderate tricuspid regurgitation. Upon opening the chest cavity, adhesions were observed between the sternum and the underlying tissue. The surgeon observed calcification in the mitral valve prosthesis cusp. The cusp was still and immobile.